Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has a crack around the battery compartment. The pump keeps switching off as well. The customer experienced high blood glucose due to chest infections. The customer's blood glucose was 27.8mmol/l. The customer was advised the pump will be replaced and referred to back up plan.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. Device received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected device switching off anomaly noted. Device passed self-test.